Manufacturer narrative:
Mosaiq version 2.60.

Event description:
It was reported that when the user selects 'mail to' from a note, the mail message form is opened up for the wrong pt and note. There was no actual mistreatment. This issue was found internally, during testing.